Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in both samples and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) were leaking from the corner of the bags. The leaks were discovered in the patient care unit after compounding prior to patient use. There was no patient involvement. No additional information is available.